Event description:
The manufacturer sales representative reported that the device overheated while it was being tested at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The manufacturer sales representative reported that the device overheated while it was being tested at the user facility. There were no adverse consequences related to this event.